Manufacturer narrative:
(B)(4). The evaluation was completed. The reported event was verified during the sample evaluation because the patient connector measured below specifications. This was determined to be due to a manufacturing issue. A CAPA was initiated for the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h12j17075 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set could not be connected to the titanium adaptor. The titanium adapter was still in use after the event with no issues. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The inner diameter of the patient connector was measured and was found to be out of specification. The reported condition was confirmed. To address this issue, the molding equipment used in the manufacturing process was replaced and the molding procedures were updated. Should additional relevant information become available, a supplemental report will be submitted.